Event description:
Complainant alleged that the clinicians were attempting to monitor a 51 year old male pt who was in a code blue situation, but the device did not display the pt's electrocardiogram on the monitor screen. The clinicians then obtained another device (serial number unknown) to monitor the pt while continuing to use the same electrocardiogram cable and electrodes, but the pt's electrocardiogram rhythm was still not displayed on the monitor screen. The complainant then obtained another multi-function cable and connected it to the device and to the same electrodes. The pt's electrocardiogram rhythm was then displayed on the monitor screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.